Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing and visual inspection were performed. During power up testing, a power failure was detected. Upon conclusion of the investigation, the reported issue was verified as a power failure. The power supply was replaced to resolve the reported problem. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice failed to operate as intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.